Event description:
An operative hysteroscopy procedure was in progress when a "screw" from the biopsy forceps came loose in the uterus and was seen on the video screen. Suction d&c of the uterus was done but the small piece (1mm diameter) was not found visually or on x-ray.